Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a follow-up in clinic. Upon interrogation, it was found that the patient's right ventricular (rv) lead exhibited noise over-sensing resulting in episodes of noise reversion and high ventricular rate. The lead was capped and replaced on (B)(6) 2021. There were no patient consequences.